Event description:
The customer was hospitalized for high bgs. Explained that high bgs is most often caused by a site or set occlusion. Instructed the customer to change the infusion set and back the help line if high bg continues.